Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion occurred and procedure was cancelled. A left atrial appendage closure (laac) procedure was being performed using versacross steerable access solution. The transseptal puncture (tsp) was performed at a mid-mid location using the versacross system. A contrast injection was performed without a non-boston scientific pigtail catheter in place. The physician attempted device placement twice with the 27mm watchman, with full recapture following each attempt. The watchman was then exchanged for a smaller 24mm device. Four additional placement attempts were made with the 24mm wds, all requiring full recapture, with no successful deployment achieved. While evaluating alternative transseptal approaches, a pericardial effusion was noted. The physician elected to abort the procedure, and an interventional cardiologist performed a pericardiocentesis removing 250-300cc of fluid to treat the effusion. The patient was admitted overnight for monitoring. The cause of the effusion was unknown. The tee imaging had occasional drop out, making it difficult to visualize depth in appendage at times. Some limited views of farfield structures during transseptal with versacross. Also, limitations for site of transseptal making for difficult approach.